Manufacturer narrative:
Sepsis and driveline infection are potential events that may be associated with use of the product. The instructions for use (IFU) provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors also include the patient's body type and nutritional status, placement, position and size of the vad, tension/ trauma to the driveline exit site, duration of time on vad support and his recent history of recurrent polymicrobial infections. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. The root cause of the reported event cannot be conclusively determined. However there are patient, procedural, and pharmacological factors that may have contributed to this event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Driveline infection is a potential event that may be associated with use of the product. The instructions for use (IFU) provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors can also include the patient's body type and nutritional status, placement, position and size of the vad, tension/ trauma to the driveline exit site, and duration of time on vad support. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
A report was received from the clinical database that a patient presented to hospital with fever that had started a day earlier.&#2049;t the time of the event, the patient was taking longterm suppressive oral levaquin for his previously identified bacteremia. In admission, the patient was noted to have a temperature of 100.6 f associated with leukocytosis. A CT revealed soft tissue thickening around the driveline with a possible 2cm fluid collection in the associated area. The patient's levaquin was held and he was treated with intravenous cefepime and vancomycin. A wound culture two days after his admission was negative for growth and the patient was re-started on his longterm suppressive oral levaquin. The event was reported to be unresolved. The primary investigator reported that the event was related to the hvad system, possibly related to the patient's condition and unrelated to the hvad procedure.&#842;

Manufacturer narrative:
Additional information received indicates that the patient had a blister at the driveline (dl) exit site at the time of his/her discharge from hospital. No further information has been provided. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.